Manufacturer narrative:
Model# updated. Product UDI updated. Contact office updated. Investigation results are unchanged.

Event description:
It was reported to philips that tempus ls manual experienced a hardware error.